Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 194mg/dl. The expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 174mg/dl date: (B)(6) 2017 time: 7:01am fasting, result 2 : 194mg/dl date: (B)(6) 2017 time: 7:01am fasting. Customer called in states the meter is reading high.customer states that her meter read 194mg/dl fasting. Customer states meter is reading high and states her normal fasting range is 90mg/dl to 110mg/dl fasting. Customer declined giving last five readings. Customer does not have control solutions.